Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, weight, or date of death. There is no report of a malfunction or allegation of product problem from the customer. (B)(4). At this time, the device has not been returned to carefusion¿s failure analysis lab. Carefusion field service engineer (fse) was dispatched to evaluate the device. Fse report: the unit is operating properly all parameters seem to be accurate and no issues noted.

Event description:
The customer reported the avea ventilator was found on "standby" during patient use. The customer requested a carefusion field service engineer to evaluate the reported device. The incident caused a negative outcome to the patient and patient expired.